Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch, low impedance and potential noise. The rv lead was later capped and replaced after continuous monitoring. No patient complications have been reported as a result of this event.